Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is the same patient as (B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). The patient experienced a fever due to the peritonitis. During hospitalization, the patient's catheter was removed and therapy was discontinued. The patient was later switched to hemodialysis. The cause of peritonitis was unknown. Treatment rendered was not reported. On a later date, the patient recovered from the peritonitis and was discharged from the hospital. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd893735 and no exceptions were observed that were related to the reported condition. Should additional relevant information becomes available, a follow-up report will be submitted.